Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 452 mg/dl with large ketones. During troubleshooting, the patient stated that the rewind stops prior to completion (0-100). Customer support advised patient to go to an alternate delivery plan until a replacement pump arrives. This complaint is being reported because the patient experienced hyperglycemia and the rewind issue was not resolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/29/2014 with the following findings: the last basal delivery was on (B)(6) 2014@07:33am, no motor alarms are observed, total daily dose adds up and reflects the programmed basal rate. The pump performed¿ez-prime¿ steps correctly;the unit is able to do a full "rewind" operation, no motor issue was duplicated during the investigation. The pump reflected 24u after a 24u/hr on 1u/hr duration test, the product delivers and performs within specifications. There was no intermittent condition found to the motor assembly. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.